Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012399258); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012432656); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the transcatheter aortic valve evfxplus-34, the initial valve loading was correct without misloading. However, during the first attempt at 80% deployment, the prosthesis exhibited a clear infolding due to a recapture. Consequently, the physician opted to use a new valve. There was no impact on the patient associated with this event, and the patient outcome was reported as alive with no injury.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred as a result of the infold. Per the physician, there was calcium present at the level of the annulus, which contributed to the valve infold.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original packaging jar fully submerged in clear solution. All leaflets were in a closed position. All leaflets were flexible and intact; no damages were observed. All commissures were intact. There was no evidence of damages to the frame. The valve was discolored showing evidence of blood contact. The valve was received slightly compressed around the inflow. The valve was submerged in warm saline to reset the frame. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was then deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. A complete deployment of the valve was performed. No anomalies were noted during the deployment simulation. Updated b.5, b.9, h.3, h.6, and imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.